Event description:
It was reported that the home patient (hp) had found cracked minicaps. The hp opened the cap during the peritoneal dialysis (pd) therapy and found it to be cracked and unusable. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The date of event and number of occurrences was not specified, because the patient stated that they had this issue a few times over the past 3 weeks. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted. Same patient as (B)(4).